Event description:
The pt underwent a balloon ablation procedure in 2004. Physician dilated the pt's cervix to 6mm using a 18f dilator. Physician notice that the cervical os did not have any resistance while dilating. Physician dilated to a 18f in order to use a #3 curette for sharp curettage prior to the procedure. The pt's cavity sounded to 7 cm. During the warm up phase, the physician reports that she had to let some fluid out due to over pressure readings and uterine contractions. Physician believes that she only used about 12 cc and had a starting pressure around 180 mmhg. About 3.5 minutes into the procedure, pressure was lost. The physician noted that the balloon was outside of the cavity. The physician removed the catheter from the pt. Post operatively the pt complained of vaginal discomfort. Examination revealed cervical burns, which the physician described as similar to what would be seen after a leep procedure. Examination also revealed a vaginal discharge with a foul odor. The pt cervical burn is healing and the pt is on antibiotics.